Manufacturer narrative:
This report is submitted on august 13, 2020.

Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2020, due to incorrect insertion of the electrode array during initial implantation.